Manufacturer narrative:
Unk.

Event description:
A patient in vietnam was undergoing crrt which included a prismaflex m100 set. Upon patient connection, the effluent pump segment was found to be disconnected, causing an external leakage of effluent. There was no patient injury and no medical intervention associated with this event.